Manufacturer narrative:
It was reported that "the gauze came apart while in the patient." It is unknown how the gauze was found or removed from the surgical site. Although a number of attempts were made to attempt to obtain additional information, the account did not provide any further details regarding this incident. The actual sample was returned for evaluation. The edges of the gauze that seemed to be attached to each other at one point were frayed and some of the threads were no longer woven together indicating a possibility that the gauze was cut, but a definitive root cause could not be determined with the sample provided. No injury or further intervention was reported. However, due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
The facility reported that the gauze came apart today while in the patient.